Event description:
Boston scientific received information that during an interrogation the right ventricular (rv) lead exhibited loss of capture due to increased threshold measurements and impedance measurements greater than 3000 ohms. Two weeks later the rv lead was surgically abandoned due to a lead fracture. It was suspected that the fracture occurred six months earlier due to a car accident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.